Manufacturer narrative:
Initial reporter facility name: imperial collage healthcare nhs trust - st marys hospital (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in our trust we have had at least three/ possibly four cases of leakage from the IV injection port of the bd pro safety IV cannula in theaters. This is a repeated issue and is potentially very serious as often the IV are covered in theatre and the patient or anesthetic agent could bleed out.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in our trust we have had at least three/ possibly four cases of leakage from the IV injection port of the bd pro safety IV cannula in theaters. This is a repeated issue and is potentially very serious as often the IV are covered in theatre and the patient or anesthetic agent could bleed out.